Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 130 mg/dl. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.